Event description:
An ophthalmologist presented a poster during a congress where he compared laser assisted cataract surgery with conventional cataract surgery. The ophthalmologist informed that one of the patients from the conventional group experienced an anterior capsular zip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).